Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014, it was reported that high impedance was observed during diagnostic testing, with dcdc = 7. Attempts have been made for additional information; however, they were unsuccessful. No other information has been provided.